Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced positioning problem. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old. Weight of the patient was not provided.